Event description:
It was reported that the physician&#39;s handheld was freezing at the interrogation screen and took a long time to program patient&#39;s devices. Troubleshooting was performed which resolved the issue, but the physician indicated it was frustrating dealing with the issue and requested a new programming tablet. A new programming tablet was provided to the physician the handheld and flashcard were received for analysis. Analysis is underway, but has not been completed to date.

Event description:
Product analysis was completed for the handheld device and software flashcard. No anomalies associated with the handheld device or software flashcard were noted during testing. The handheld device and software flashcard performed according to functional specifications.